Event description:
On (B)(6) 2009, porex surgical received a call from a pt who received medpor customized cranial implant. The pt stated that on (B)(6) 2009, the surgery to implant the customized implant was scheduled for two hours turned out to be five hours because the implant was "faulty." The pt stated that the doctor had to customize the implant to fit. The pt stated that it resulted in a five-day hospital stay and a bad effect from anesthesiology. The pt stated, "I am appalled at the charge for a faulty implant and scan." The pt gave porex permission to contact the surgeon. The surgeon stated that when he received the first set of images he called and spoke with someone in the customized implant department and explained what he needed for the case. The surgeon approved the second set of images for the surgery. During the surgery, the surgeon stated that the implant was put into position, however; the implant appeared to be much larger and thicker than the size of the defect. The surgeon stated that multiple attempts were made to make the implant smaller in size and contour to the deformity. The surgeon stated that after surgery, the pt's condition was stable. In 12/2009, porex contacted the doctor's office to f/u on the pt's status. It was reported that the pt is doing well.

Manufacturer narrative:
Following a review of the device history record for lot number 89020-mci-204-09a e009f60h, it was determined that all processes and test criteria are within the medpor customized implant finished product spec.